Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cleanly cut in 2 as a consequence of the explant procedure. Microscopic inspection identified a fracture in the lead body of the terminal segment where all the internal wires were broken and separated. This would have caused the high impedance observed in the field. There were setscrew marks on the appropriate electrode indicating it had been fully inserted and secured inside the header of the ipg. The broken wires were consistent with the lead being subjected to tensile overstress while in vivo. As the high impedance and auto reduction was observed after the patient experienced a fall, the source of the stress was the consistent with the fall.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-03128. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.